Manufacturer narrative:
Multiple attempts were made to position the coil within the aneurysm for about half an hour. During the repositioning process, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. Additional information will be submitted within 30 days of receipt.

Event description:
The initial report indicated that the coil can't shape as complex 3d in the aneurysm; it seems the coil was cockled. The coil can't shape as complex 3d in the aneurysm under dsa image, they found coil kinked after withdrawal. The target site was the anterior choroidal artery with a sidewall aneurysm that measure 2x2.5, neck 1.2, neck to sac ratio was 0.6. Balloon remodeling was not utilized. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was re-shaped prior to use, and after reshaping was completed, no damages were noticed. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc. There were no kinks in the mc that may have contributed to the event. The event occurred during withdrawal of the coil, prior to exiting the mc. During insertion, normal force was utilized to advance or remove the coil/delivery system, but is unclear if this contributed to the event. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm.

Manufacturer narrative:
It was reported that the 2x2 mini complex fill trufill dcs orbit coil did not take on the shape of a complex 3d in the aneurysm under dsa image; the coil was noted to be kinked after withdrawal. The target site was the anterior choroidal artery with a sidewall aneurysm that measure 2x2.5, neck 1.2, neck to sac ratio was 0.6. Balloon remodeling was not utilized. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was re-shaped prior to use, and after reshaping was completed, no damages were noticed. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc. There were no kinks in the mc that may have contributed to the event. Multiple attempts were made to position the coil within the aneurysm for about half an hour. During the repositioning process, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. It was reported that during insertion, normal force was utilized to advance and remove the coil/delivery system, but that it is unclear if this contributed to the event. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. The same microcatheter was utilized to complete the procedure. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13471173 and subassembly lot 14037671 and 14037669 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. A non-sterile trufill orbit dcs was received inside of a plastic bag. With inspection the hypotube was found with a bend and kinked. No damage was found on the support coil or introducer. The embolic coil was still attached to the gripper and was found stretched and kinked. The gripper was found elongated with residues of contrast media. The od was measured and was found within specification. The embolic coil and the gripper were inspected under microscope and the gripper was elongated and the embolic coil was found kinked. The reported kinked coil was confirmed with analysis and although the cause of the kink and the rest of the damages found on the returned unit could not be conclusively determined based on the analysis; there is no indication that it is related to the manufacturing process. Inspections are in place to prevent these types of damages from leaving the facility. It was reported that during coil placement in the aneurysm there was multiple coil repositioning along with repositioning of the microcatheter over the deployed coil. The instructions for use (IFU) outlines that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. The IFU also cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the available information, it appears that the reported coil kinking and stretched condition of the returned coil and coil not taking the shape were impacted by aneurysm/vessel characteristics and procedural factors. There is no indication that the reported event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.